Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the device history record identified no relevant deviations or anomalies. Product examination found particulate returned with the complaint product. The returned product was still sealed in the sterile packaging. This complaint is confirmed. Zimmer biomet inspection procedure as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is loose then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during preparation for surgery, the dealer found that there were some foreign substances on the battery pack, and all of them were unopened products. There was no patient/user harm and there were no adverse events as a result of this malfunction.